Event description:
It was reported issues with dimmed led segments where numbers are not clearly displayed. The customer reported the dim led segment occurs on all of their IV modules. No incidents have occurred due to this issue. No patient harm . Although requested, no further information provided.

Manufacturer narrative:
The reported issue that there were issues observed with dimmed led segments where numbers are not clearly displayed could not be confirmed; no product was returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did find an increasing trend for the reported issue of ¿issues with dimmed led segments¿; however further investigation is deemed not necessary because bd has a field action already in place and addressed the issue with the opening of CAPA. No further investigation of this issue is deemed necessary because bd has opened CAPA to address the issue and has initiated field action. No patient impact was reported. The root cause has been determined to be an manufacturing issue the device is used for treatment purposes. No product returned.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no patient information was provided.

Event description:
It was reported issues with dimmed led segments where numbers are not clearly displayed. The customer reported the dim led segment occurs on all of their IV modules. No incidents have occurred due to this issue. No patient harm . Although requested, no further information provided.